Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports almost 3 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant had not achieved integration. Clinician reports bruxism. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports almost 3 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant had not achieved integration. Clinician reports bruxism. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).